Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "catheter dysfunction due to sectioning of the arterial connection". Additional information received from the customer states "it identified excess fixation tape so upon discovering the cure it identifies cut of the lumen." The catheter was removed and replaced. The patient's current condition is reported as "stable".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "catheter dysfunction due to sectioning of the arterial connection". Additional information received from the customer states "it identified excess fixation tape so upon discovering the cure it identifies cut of the lumen." The catheter was removed and replaced. The patient's current condition is reported as "stable".